Event description:
It was reported that a pt had an ams monarc sling implanted on (B)(6) 2011 to treat stress urinary incontinence. Following this implant, it was reported that the pt "developed extreme electrical type stabbing pain/mesh erosion." It was also indicated that the pt "actually felt as if it (sling) was pricking my colon as well." The pt also had infections that were treated with antibiotics and "numbing injection" to treat pain until a revision surgery could occur. It was reported that a surgery occurred in 2011. After this surgery, the pt still reported "pain in various areas and could literally feel it cutting into my urethra by this time." The pt had recurring incontinence and erosion complications again with periods of retention. Another surgeon removed most of the mesh on (B)(6) 2011; however, some remained in the groin area. The pt indicated relief following this surgery from "the pulling, pressure and electrical stabbing/cutting." It was indicated that "3 surgeries within 6 months caused me to develop a huge abscess on my vaginal wall." Pt also reports weakness and tenderness following the surgery.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.